Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of heavy menstrual bleeding ('menorrhagia with a change every 2 hours at the start of the cycle') in an adult female patient who had reassure inserted. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for multiple sclerosis: cervus in (B)(6) 2013. Concurrent conditions included multiple sclerosis (difficulty walking (spasticity stiffness), paraesthesia in all four limbs, predominantly in the legs, speech difficulty.). In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criterion intervention required), muscular weakness ("significant muscle weakness"), headache ("headache"), gait disturbance ("difficulty walking") and dysphagia ("dysphagia"). The patient was treated with surgery (laparoscopic bilateral cornuectomy). Essure was removed on (B)(6) 2021. At the time of the report, the heavy menstrual bleeding, muscular weakness, headache, gait disturbance and dysphagia had resolved. The reporter considered dysphagia, gait disturbance, headache, heavy menstrual bleeding and muscular weakness to be related to essure. The reporter commented: that the essure is available at logipharma and the essure was removed at the patient¿s request. The reporter informed that after essure insertion, she noted a recurrence of symptoms possibly linked to progressive multiple sclerosis, but also potentially linked to the presence of the essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.8 kg/sqm. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of heavy menstrual bleeding ('menorrhagia with a change every 2 hours at the start of the cycle') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for multiple sclerosis: ocrevus in 2013. Concurrent conditions included multiple sclerosis (difficulty walking (spasticity stiffness), paraesthesia in all four limbs, predominantly in the legs, speech difficulty.). In 2014, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criterion intervention required), muscular weakness ("significant muscle weakness"), headache ("headache"), gait disturbance ("difficulty walking") and dysphagia ("dysphagia"). The patient was treated with surgery (laparoscopic bilateral cornuectomy for essure removal). Essure was removed on (B)(6) 2021. At the time of the report, the heavy menstrual bleeding, muscular weakness, headache, gait disturbance and dysphagia had resolved. The reporter considered dysphagia, gait disturbance, headache, heavy menstrual bleeding and muscular weakness to be related to essure. The reporter commented: that the essure is available at logipharma and the essure was removed at the patient¿s request. The reporter informed that after essure insertion, she noted a recurrence of symptoms possibly linked to progressive multiple sclerosis, but also potentially linked to the presence of the essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.8 kg/sqm. Quality-safety evaluation of ptc: the investigation of the sample could not confirm any quality defect. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. Most recent follow-up information incorporated above includes: on 8-apr-2022: quality safety evaluation of ptc. We received a returned sample. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of heavy menstrual bleeding ('menorrhagia with a change every 2 hours at the start of the cycle') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for multiple sclerosis: ocrevus in 2013. Concurrent conditions included multiple sclerosis (difficulty walking (spasticity stiffness), paraesthesia in all four limbs, predominantly in the legs, speech difficulty.). In 2014, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criterion intervention required), muscular weakness ("significant muscle weakness"), headache ("headache"), gait disturbance ("difficulty walking") and dysphagia ("dysphagia"). The patient was treated with surgery (laparoscopic bilateral cornuectomy). Essure was removed on (B)(6) 2021. At the time of the report, the heavy menstrual bleeding, muscular weakness, headache, gait disturbance and dysphagia had resolved. The reporter considered dysphagia, gait disturbance, headache, heavy menstrual bleeding and muscular weakness to be related to essure. The reporter commented: that the essure is available at logipharma and the essure was removed at the patient¿s request. The reporter informed that after essure insertion, she noted a recurrence of symptoms possibly linked to progressive multiple sclerosis, but also potentially linked to the presence of the essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.8 kg/sqm. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 7-feb-2022: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.